Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damage cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 27.3 mmol/l (491.9 mg/dl) after wearing the pod between 4 and 24 hours on the leg. Upon removal it was noticed that the cannula was still inserted into the skin. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).

Manufacturer narrative:
The received device had the cannula assembly not deployed. The cannula measured the correct full length according to specification and did not appear damaged. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause the reported event.